Event description:
It was reported that the ilet displayed a recurring restart prompt followed by error code 38 indicating consecutive stalled motor, and troubleshooting identified a bent needle in the cartridge connector; after the connector was replaced, the device rewound without alerts, drops were observed, the cannula was filled, and insulin delivery was resumed, with blood glucose reported at 188 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem, with a mechanical problem identified at the connector and a suspected manufacturing deficiency of the connector needle. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.